Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Add'l questions regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a total abdominal hysterectomy, bilateral salpingo-oophorectomy, the device jaws could not be re-opened and the device stopped working. The blade is reported as being exposed from beyond the jaws. The surgeon opened another instrument and successfully completed the procedure. There was no tissue damage or pt injury reported.